Event description:
The customer had high bgs. The customer has nausea and their breathing started to become rapid. The customer refused to have medical intervention or go to the hospital at the time of call; they stated that they would not go. Later, the contact requested to have the paramedics' assistance. In addition, the family member requested to have a trainer to retrain the customer.